Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving fentanyl 2000 mcg/ml; 1175 mcg/day, bupivacaine 10 mg/ml; 5.879 mg/day and morphine 2 mg/ml; 1.175 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was about a month and a half ago (approximately (B)(6)2017). It was reported the patient had been over sedated and not breathing about a month and a half ago (the patient had been in the hospital 4 times within this time frame). The pump had not been checked yet so they want to check on the pump. The lab results were all off for the patient as far as the gases go. The hcp did not have access to an 8840 at their facility so they would like to have a representative check the pump. The pump had not been alarming. The managing hcp was aware and they said it was not due to the medication in the pump. No further complications were reported.